Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). The lesion was pre-dilated with a 2.0mm coronary balloon and a 28x3.50mm taxus liberte stent delivery system (sds) was advanced but it would not cross the lesion. When the sds was removed it was noted that the proximal edge of the stent was damaged. The lesion was further dilated and a non-bsc stent was deployed to complete the procedure. No patient complications were reported and the patient's current condition is listed as "good".